Event description:
While inserting and attempting to grasp the common bile duct during a laparoscopic cholecystectomy, the cholangiography instrument jaw broke. One half of metal instrument jaw was left in abdomen. An attempt was made to retrieve it with no success. An x-ray was taken.